Manufacturer narrative:
UDI: (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Not returned.

Event description:
It was reported that the suction catheter became detached from the port while in use on a patient. It was immediately removed and replaced with a new one. No injury to the patient was reported. No further information has been provided.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection under uv light revealed inconsistent adhesive coverage on the catheter. No root cause has been identified at this time. Actions have been taken to eliminate the reported failure mode and additional investigations are being performed to attain a root cause and implement new corrective and preventive actions. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.